Event description:
These devices are used to "wand" the patient after surgery as a final check to make sure there are no retained foreign objects. These devices have been failing on a regular basis. The screen goes black and renders the device useless. The manufacturer is aware and has been replacing them, but it appears to be a poor design to have these failures continue. Manufacturer response for situate rf detector, (brand not provided) (per site reporter). The manufacturer has been replacing these on a regular basis, but the failures continue. Manufacturer response for situate rf detector, (brand not provided) (per site reporter). The manufacturer has replaced the device free of charge.